Manufacturer narrative:
The device was not returned to resmed for an evaluation. The customer was issued a replacement non-return valve assembly (nrv) and power supply unit to address the reported issue. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and had a faulty external power supply. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported device failed to complete its internal self-test was due to a faulty/defective nrv. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and had a faulty external power supply. There was no patient harm or serious injury reported as a result of this incident.